Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/19/2018. (B)(4). Philip's international service technician could not confirm the reported issue. An investigation was performed but no abnormality in the unit was found. The technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that an "oxygen not available" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.